Event description:
It was reported that the user used a breakfast meal announcement on the ilet as a correction for high glucose, representing an improper method and a user interface¿related usage error. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided data. Investigation of this case revealed no device problem, and a usage problem was identified consistent with failure to follow instructions related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.